Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-oct-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an spinal pa in. The medical doctor informed the rep that the patient was infected at the lead site. The rep stated that they did not say the patient had any specific physical symptoms (fever, chills, redness), but just that it was infected and that they would explant the whole system and re-implant at a later date as the patient was getting good pain relief. It was unknown if there were any external factors that may have led or contributed to the issue. It was reported that the system was explanted on (B)(6) 2019 and the device would not be returned as the customer discarded. It. The issue was resolved at the time of the report. It was asked but was unknown when the event began. No further complications were reported/anticipated.